Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use (IFU), quality control (qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. The customer returned one outer catheter from the mpis set. The catheter shaft was stretched and separated from the hub. Upon examination, the hub had shaft material contained in the hub. The shaft stretched and separated at the hub, but based on the stretching of the shaft and the shaft material still in the hub, the detachment noted by the customer is determined to be shaft separation. The shaft measured 10.6cm without the hub indicating that the shaft was stretched. Also the shaft was bent at 4 cm distal to the separation and the bend was about 5 degrees. A search of complaints revealed this to be the only reported complaint reported against lot 5970379. Per qc, inspection is conducted to confirm that the surface is clean and free of imperfections and the dimensions of the inner and outer dimensions. In final inspection, qc personnel confirms the type and outside diameter of tubing for the catheter and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The device is shipped with IFU which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. We are unable to determine a root cause of this event, though it is possible to suggest that the noted scarring may have contributed to increased force required to place and remove the device leading to the noted separation. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
A femoral artery puncture for angioplasty procedure was being performed (femoral puncture on scarred groin). Upon removal of the introducer catheter micropuncture set, the hub became detached. The remaining catheter portion was positioned with the proximal end just outside the skin surface and was therefore able to be retrieved without requiring further intervention a section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A femoral artery puncture for angioplasty procedure was being performed (femoral puncture on scarred groin). Upon removal of the introducer catheter micropuncture set, the hub became detached. The remaining catheter portion was positioned with the proximal end just outside the skin surface and was therefore able to be retrieved without requiring further intervention a section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require nor experience any adverse effects due to this occurrence.